Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. The change is reflected in this report.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the remote monitor did not respond when the start button was pressed. It was further reported that the batteries were over two years old, and the patient will try the monitor once the batteries have been replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the remote monitor did not respond when the start button was pressed. It was further reported that the batteries were over two years old, and the patient will try monitor once the batteries have been replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the monitor was able to power up and was functioning normally.